Manufacturer narrative:
The device was returned for evaluation and the clinical observation could not be confirmed. As received, the implant coil was found stretched on its proximal end and already detached from the pushwire. The instant detacher was not returned for evaluation. The axium coil pushwire was found jagged and broken on its proximal end with the proximal tip containing the actuator interface crimps and tack weld replacement (twr) crimps missing. Additionally, the pushwire was found intact distal to the break indicator at the manual detachment location (via hypotube) and found bent at several locations from the proximal end. Additional testing was performed successfully in that the release wire pushed back. The retainer ring appeared damaged and ovalized. The detach element was found broken but attached to the polypropylene filament. The portion of the detach element containing the ball was found to be missing. Follow-up conducted to find out about event detail and for the missing pushwire segment. However, no response has been received. The instant detacher and the proximal tip of the pushwire were not returned for evaluation; therefore, any contributing factors from these could not be assessed. The cause for the difficulty during detachment with the instant detacher could not be determined as the portion of the axium pushwire containing the tack weld replacement crimps was not returned. The customer did not report attempting manual detachment of the implant coil, but the pushwire was found broken on its proximal end. It is possible that the customer intentionally broke the pushwire during an attempt at detaching the implant coil by the manual method of detachment. However, the break in the pushwire was not at the correct location for manual detachment (via hypotube). The break in the release wire likely led to the failed detachment by pulling back the release wire as instructed for detachment via hypotube. It is likely that the release wire broke when it was pulled back against the jagged edge. It is possible that the damage to the retainer ring, the bends in the pushwire (causing a momentarily pulling back of the coin from the lumen stop), and/or the break in the detach element led to the subsequent detachment of the implant coil from the pushwire. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event could not be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of axium coil non-detachment during a procedure.